Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an issue where the system restarted mid-case during a CT-fluoro open procedure for levels t11-l5. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d. Information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2 h3, h6). A software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. The system restarted unexpectedly when the user switched the view from trajectory 1<(>&<)>2 to accuracy check. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.